Manufacturer narrative:
(B)(4). During baxter's eval, false upstream occlusion alarms were confirmed and reproduced. This was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.